Event description:
International affiliate reported that a pt presented with an unspecified skin reaction/infection at an unspecified time following surgery. No further info was provided. It is assumed that medical intervention in terms of antibiotic administration at a minimum was required to address this event.